Manufacturer narrative:
D6b - added explant date of (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be related to the ipg. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 7816182. Date of event is estimated.

Event description:
It was reported that the patients lead was fractured. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced.